Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument's plastic near articulating arm was broken. There were no report of fragments falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi)followed up with the initial reporter and obtained the following additional information: the instrument was found to have pieces of plastic broken off near the hook. There was no thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis both ears of the clevis. A broken piece from one of the ears was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.